Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information: customer has confirmed that the pad was retrieved by the surgeon and there was no patient consequence reported. The device was returned with the tissue pad melted and partially detached and the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad. Both conditions can result in probable damage to the instrument. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap hysterectomy, the teflon pad came off the device and was removed from the patient through the trocar. They completed the procedure with another device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.